Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens was not returned to the manufacturing site. Therefore, an investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed and revealed that the product was manufactured and released according to specification. A search revealed that no other complaints were found under this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lens. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the surgeon had to twist the injector slightly in order for the lens to release from the cartridge. However, in this occasion the lens did not deploy from the cartridge. The lens was inside the patients eye but they could not disconnect it from the cartridge. No patient injury was reported. Additional information was received and it was learnt that the plunger of the injector overrode the lens. No further information was provided.